Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 128 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis states that insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched case and scratched lcd window.